Event description:
Customer reported that the device had a fault code (related to battery recognition or power module) logged in the memory and it would not power on battery source. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance to check the battery and/or battery connection to repair device. Several attempts to f/u with customer has been unsuccessful. The root cause of the reported issue was not determined.